Manufacturer narrative:
B5 updated with additional information received. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event was not considered serious. Furthermore, the site assessment was updated to note the conclusion that the event was not event was not related to the stent retriever or procedure. The study principal investigator noted it's been determined that this ae is not related to either the react or solitaire devices. It appears that the emboli preexisted the procedure. Therefore, the embolus, as a pre-existing condition, is no longer considered a complaint. Additional passes were made during the thrombectomy to attempt retrieval of the distal emboli as well with tici 2b achieved by end of procedure. MDR decision corrected too not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
This event is reported at this time based on new information received which indicated event was a serious adverse/reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was diagnostic imaging of 3d rotational angiography. There was presence of distal emboli, clinically significant. The outcome status is recovering/resolving. This adverse event (ae) occurred during procedure. This was not a recurrent or new stroke. Rationale for relating ae to system or procedure was that distal emboli may be already present or caused by the procedure. Ae probably related to disease under study, not related to an underlying condition or disease or device deficiency. There was residual distal emboli in precentral and central territories. Patient's baseline modified rankin scale (mrs) score 0, national institutes of health stroke scale (nihss) 24. This event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed ae as possibly related to the aspiration catheter and study procedure. Medtronic received reported that postoperatively, on (B)(6) 2025, head computed tomography (CT) without contrast showed ph1 hemorrhagic transformation remodeling of the left deep sylvian ischemic area that was clinically significant. On (B)(6), the patient had undergone a thrombectomy procedure to treat ischemic stroke; a react-68 aspiration catheter was used and tici 2b was achieved in the index procedure. Regarding the postoperative hemorrhage, no additional intervention was required. The event did not lead to or prolong patient hospitalization. The hemorrhage did not result in patient disability. The patient was reported to be recovering/hemorrhage resolving. Site assessment of the ph1 hemorrhagic transformation concluded the event had a causal relationship to the patient disease under study/index stroke and was possibly related to the procedure but not directly related to the react catheter or ancillary devices. It was noted that, "hemorrhagic transformation [is a] well known consequence of stroke." Additional information received reported the location of proximal face of clot 1: pre-procedure mtici score: 0. Additional information was received updating the report of "diagnostic imaging: 3d rotational angiography" to "diagnostic imaging, action result, no". Ancillary devices include a sofia plus - 125 c aspiration catheter, stent retriever catchview mini 4x20mm. Additional information received reported the patient outcome status was updated to "recovered/resolved" with date on (B)(6) 2025. Additional information received reported medical intervention was required to address distal emboli observed. The study sponsor assessment was adjudicated to the conclusion that the event had a causal relationship to the study procedure and possibly related to the solitaire stent retriever and/or react aspiration catheter. The site assessment was adjudicated with updated conclusion that the event had a causal relationship to the index procedure and was probably related to the patient disease under study and possibly related to solitaire and/or react.